Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in interventional radiology during the middle of the procedure, the rubber tip on the end of the catheter came off. The pt was a female dialysis pt with chronic renal disease. The dialysis graft in the left arm was occluded and was being attempted to open with the percutaneous thrombolytic device (ptd) device. In the middle of the case the md noticed the tip came off under fluoroscopy. He was able to retrieve the tip without much difficulty with a 5 minute interruption of the procedure. There was no surgical cutdown needed. He preceded to use the product, but was unsuccessful in getting the graft open. The staff stated that this was a difficult case.